Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a product investigation was conducted. Visual inspection: the radiolucent aiming arm/frn greater trochanter (part. No: 03.033.003, lot. No: l785940, qty: (B)(4). Was returned and received at us cq. Upon visual inspection, it was observed that one of the cam locks got broken. The broken piece was not returned at cq. Dimensional inspection: dimensional inspection of the relevant features of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the relevant drawings were reviewed. No design issues or discrepancies were noticed. Investigation conclusion: the complaint condition was confirmed for the radiolucent aiming arm/frn greater trochanter (part. No: 03.033.003, lot. No: l785940) as one of the cam locks got broken. While a definitive root cause cannot be determined, it is possible that the component of the device might have encountered unintended forces. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: part: 03.033.003. Lot: l785940. Manufacturing site: hägendorf. Release to warehouse date: 13 april 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the instruments after going through the decontamination process, it was noticed that two items were damaged. One of the plastic locking mechanisms on the radiolucent aiming arm was accidentally hit with a hammer during the procedure and broke. The depth gauge for 2.0mm and 2.4 screws is bent. There was no patient involvement. This report is for a radiolucent aiming arm. This is report 2 of 2 for (B)(4).